Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was detached off when the tip of the blade was wiped with gauze. It did not fall into the patient. The tissue pad was discarded. No pieces were left inside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.